Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that they had received a notification letter stating that there was issue with the libre 3 and 3 plus sensors. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.